Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. When a sample from the patient's original sample tube was tested on the instrument, the results were within the expected range. The cause of the discordant calcium results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low calcium results were obtained on one patient sample on a dimension vista 1500 instrument. The instrument flagged the results as below assay range twice and neither result was reported. The sample was run in duplicate on an alternate dimension vista instrument and resulted higher and without error. The second replicate result was reported to the physician(s). The operator then obtained a sample from the patient's original sample tube and tested it in duplicate on the dimension vista 1500 instrument and the results were higher than those from the alternate dimension vista instrument. It is unknown if the results were reported to the physician(s). The operator repeated the sample from which below assay range results had been produced on the dimension vista 1500 instrument, which produced below assay range results again. There are no known reports of patient intervention or adverse health consequences due to the discordant calcium results.